Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Review of multiple films and CT show initial postoperative films of t10 fracture (burst) treated with pedicle screws t8-t11 with augmentation at t8. Films 7 months later show loss of purchase of lower screws and pull out along with inferior migration. Reoperation completed with cement augmentation at t7, t8, t11, t12 with 4 screws above and 4 screws below. Incidental pedicle screws noted at l5-s1.

Event description:
It was reported that the patient underwent an unspecified spinal procedure with screw implantation. Sometime post op it was discovered that the "screws mobilization". The patient required surgery and hospitalization. No further information is known at this time.